Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's return of urinary incontinence had been resolved. The action taken to resolve the return of urinary incontinence was that the device was reprogrammed. The cause of the urinary incontinence was unknown and it was unknown what diagnostics were performed related to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing a loss or change of therapy. It was stated they had a return of urinary incontinence symptoms. The patient stated they device quit working. As soon as they had the feeling they had to urinate, they were running to the bathroom and were already urinating. It was stated they just had a surgery on their arm and was lying in bed, and the patient programmer (pp) was in the other room so they couldn't troubleshoot due to the lack of access to the product. It was noted that this was a sudden change in therapy/symptoms. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.